Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 561 mg/dl. Elevated blood glucose was addressed via manual insulin injection and by changing pump supplies. Customer went to the emergency room on (B)(6) for elevated blood glucose of 308 mg/dl and diabetic ketoacidosis, was treated intravenously with saline and insulin, and was admitted to the hospital a day later. Customer's blood glucose was 300-400 mg/dl at time of admittance. Customer received additional treatment of IV saline and insulin. Customer was released the same day with the issue resolved and no permanent damage.